Event description:
It was reported patient experienced insufficient therapy on their right-side coverage. Patient underwent surgical intervention on (B)(6) 2024 wherein an additional lead to address the issue. Patient gained maximize therapy coverage post-op.

Manufacturer narrative:
Date of event is estimated. Attempts were made to request patient's weight. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.